Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no issues in accessing the station. A technical support specialist remotely accessed the station, confirmed that the med application launched successfully, and verified that login was completed without issues. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower screen was black and not communicating, and the pyxis machine would not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.